Manufacturer narrative:
The t:slim user guide instructs not to remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer had been using a reused cartridge. Tandem technical support assisted the customer with a new cartridge and was able to complete the fill tubing process. The customer's blood glucose level was elevated.